Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: phone number extension (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a failed accuracy test of 7.1%. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
H6: evaluation codes updated device evaluation: one device was received. A visual inspection found a lifting dso seal. During the functional testing, the customer reported problem was able to be duplicated. The cause was found to be the expulsor. The expulsor was replaced. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.